Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager displayed an error stating failed by user, and the fridge was locked. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer remoted into the station and found that the station was successfully recovered by the customer. No other issues were present. The system functioned as intended after the customer resolved the issue.